Event description:
IV extension with 2 sites. Site without the IV fluid infusing cap disconnected. IV extension clamp not engaged. Blood flowing from site (port) onto linen. Ref MFR #1416980-2017-01887.